Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the left main. Approximately 11 months post index procedure patient death occurred. Cause of death is heart failure. The investigator indicated that the reported event was unrelated to the study device.

Event description:
It was reported that the patient experienced an oral cavity bleeding on the date of patient death. The investigator assessed that the bleeding contributed to the patient's death. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death).